Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained from a vitros therapeutic drug monitoring performance verifier (tdm) using vitros chemistry products dgxn slides lot 1921-0257-1347 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event. An issue related to the performance of the vitros dgxn slides lot 1921-0257-1347 is the most likely contributing factor of the event. Both quality control and precision testing results were not acceptable using vitros dgxn lot 1921-0257-1347 on two different vitros 5600 integrated systems. In addition, the issue was resolved when the customer switched to an alternate lot of vitros dgxn reagent. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1921-0257-1347. An instrument related issue is not a likely contributor of the event as diagnostic precision testing performed on the vitros 5600 integrated system was within acceptable guidelines.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report lower than expected digoxin (dgxn) results obtained from a vitros therapeutic drug monitoring performance verifier processed using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Vitros tdm iii w7852 vitros dgxn results of 1.92, 1.95, 1.99, 1.32, 1.96, 1.69, 1.39, 1.61, 1.85, 1.89, 1.69, 1.89, 1.87, 1.89 and 1.82 ng/ml vs the expected result of 2.53 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from a qc fluid and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 7 of 15 MDR¿s for this event. Fifteen (15) 3500a forms are being submitted for this event as 15 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).